Event description:
Caller states he tested 5.0 inr on the coaguchek xs system and 1.6 inr on a comparison lab. Caller states that he went to the hospital in between getting the results due to a nose bleed and they packed his nose. It was left for 3 days. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.